Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 125 ohms. Boston scientific technical services (ts) explained the rise in shock impedance is gradual and indicated it is possibly due to calcification on the lead. It was noted that no shocks have been delivered with the current device, which has been in service since 2016. Ts described to the healthcare provider (hcp) how high energy shocks are delivered and explained that if the shock impedance associated with a delivered shock reaches 145 ohms, a fault code will be observed. If the shock impedance is higher than 145 ohms, the shock will truncate to be monophasic. Ts discussed determining the shock impedance measurement for each vector to determine which vector or vectors have high out of range measurements and determine if the lead vector can be reprogrammed. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.